Event description:
The following has been reported: biomed reported: IV pump not working. Alarming at everything. Waiting for biomed to send logs and to confirm if no patient harm and that issue did not stop active infusion. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Pump has not yet been located for evaluation. Set ID sensor failures have been escalated for further investigation per internal CAPA. If this unit is located, the complaint will be re-opened and decontamination, investigation, and repair will all be performed according to fk standard processes.